Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to alleged osteolysis and mechanical loosening.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were received. Review of the primary notes confirms that the patient underwent a left total knee arthroplasty by on due to advanced osteoarthritis of the knee. It was stated in the operative report that there were no complications. Subsequently the patient was having pain, instability and underwent revision surgery. The revision operative report stated that the tibia was clearly loose and was likely the generator of all of the patient¿s pain. The femoral component was not very loose. Products were assessed for compatability and were found to be compatible. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The FDA recall contains the related tibial lot number. Root causes for the higher than anticipated complaint rate is that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.